Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient has a left total hip that was done 6 weeks ago. The original surgeon drove the cup through the inner pelvic wall. Today the surgeon retrieved the cup and implanted a new cup. The surgeon tried to remove the summit stem for better exposure, but the stem was already well fixed and retained. A new cup was implanted and the patient is stable.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.